Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had error code display maintenance code # 5. There was no patient harm reported.

Event description:
It was reported that during routine checkup cs300 intra-aortic balloon pump (iabp) had error code display maintenance code # 5. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d8, d9, d10, e1 (initial reporter name, email, ), e2, e3, g3, g6, h2, h3, h6( component code, investigation findings , investigation conclusion, type of investigation, health impact code), h11. A getinge field service engineer (fse) observed and machine checked, problem found that maintenance required code # 5 this message displaying on the screen. Done calibration of the helium tank in diagnosis support mode. Problem solved. Machine tested for more than one hour. Machine working ok.